Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump stopped working. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump alarmed motor error followed by a motor position encoder error . Customer also reported that the insulin pump alarmed motion sensor test failure after restart. The customer was unable to describe possible damage to the drive support cap and that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened express bolus, esc and act button dome switch. No unlocked lcd keypad connector. Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify a35 and e70 alarm due to motor error alarms.